Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of an emerge balloon catheter with a stopcock attached to the hub. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. There were numerous kinks throughout the hypotube and shaft of the device. The tip was damaged. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 0.5mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerband. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01155. It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified first diagonal of the left anterior descending artery. A 2.00mmx15mm emerge¿ balloon catheter was advanced for dilatation. The balloon was inflated 5 times at 8 atmospheres each inflation. However, on the fifth inflation for 3 seconds, the balloon ruptured. The device was removed completely from the patient. On the same procedure, a 20x2.25mm promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01155. It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified first diagonal of the left anterior descending artery. A 2.00mmx15mm emerge balloon catheter was advanced for dilatation. The balloon was inflated 5 times at 8 atmospheres each inflation. However, on the fifth inflation for 3 seconds, the balloon ruptured. The device was removed completely from the patient. On the same procedure, a 20x2.25mm promus premier drug eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.